Manufacturer narrative:
Correction: h6: codes should reflect failure to capture.

Manufacturer narrative:
The reported events of failure to capture, insulation problem, and low pacing impedance were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. X-ray examination found the over-torqued inner coil at the connector region. Electrical testing found the internal shorts between the conductors due to the damaged inner coil consistent with procedural damage. The cause of the reported events was isolated to the over-torqued inner coil found on the lead.

Event description:
It was reported that during a procedure, the right ventricular lead exhibited low pacing impedance, loss of pacing, and insulation damage. The lead was not used and another lead was used to complete the procedure. The patient was stable throughout the procedure.